Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)

Event description:
It was reported that during coil delivery, resistance was encountered. Upon removal, the coil separated from the puhswire. The physician was able to retrieve the broken coil. No patient injury reported.